Manufacturer narrative:
This is one event (2nd cardiovascular) of two events reported for the same pt involving two separate products; associated MDR # 1225714-2014-02830 and 1225714-2014-02831, 1225714-2014-02832 and 1225714-2014-02833.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6) 2013 and again on or about (B)(6) 2013 after the use of the product.